Manufacturer narrative:
The ca2 reagent lot number was 88004701 with an expiration date of 31-aug-2026. The customer exchanged the ion column of the water supply system, replaced the material with water from the water supply, cleaned the water backup, and ran a mechanism check with successful results. Calibration, qc, and testing of patient samples were performed, and they were all acceptable. The field service engineer found that a sensor on the water supply was defective, where the indicator on the water supply displayed the wrong water quality. He replaced the sensor and the water quality supply system, and the instrument was performing within specifications. No further issues were reported afterward. The root cause was consistent with a defective sensor at the instrument (component failure).

Event description:
We received an allegation about discrepant results for 4 patients' samples tested with calcium gen.2 (ca2) assay on a cobas c503 analytical unit. Sample 1: initial result: 1.59 mmol/l. Repeat result: 2.13 mmol/l. Sample 2: initial result: 1.41 mmol/l. Repeat result: 1.97 mmol/l. Sample 3: initial result: 1.49 mmol/l. Repeat result: 2.03 mmol/l. Sample 4: initial result: 1.35 mmol/l. Repeat result: 1.9 mmol/l. The samples were all repeated on a cobas pure analyzer.